Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 306572 and lot number 2011220. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither a physical sample nor a picture sample was available for return, our quality team was unable to complete a thorough sample analysis and therefore, an exact cause related to the manufacturing process could not be determined for the reported issue. If the sample becomes available, we would appreciate the opportunity to re-investigate this defect. However, it is important to note that the posiflush syringes are pre-filled single use syringes intended for flushing. Based on the customer feedback of "during the blood sampling, I inject my rinse and then purge the PICC line by pulling on the piston of the rinse. I end up with the plunger unscrewed from the plunger safety.

Event description:
It was reported that the bd¿ posiflush¿ saline xs 10 ml experienced separation. The following information was provided by the initial reporter: during the blood sampling, I inject my rinse and then purge the PICC line by pulling on the piston of the rinse.the PICC line by pulling on the piston of the rinse.